Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 427 mg/dl. The customer was assisted in performing high pressure test and it passed. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. It was explained to the customer the two high blood glucose rule. The customer was advised to follow up with healthcare provider concerning unexplained high blood glucose. The customer was advised to monitor insulin pump and call back if he has the same issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.